Event description:
Caller reported a cartridge alarm issue with the pump. There was no adverse impact on the customer's blood glucose level. Technical support (cts) confirmed the alarm and resolved to replace the pump. The customer was instructed on how to put the pump into storage mode and agreed to return the problematic pump using a pre-paid label within 10 days. Meanwhile, the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The replacement pump was sent without requiring a signature for delivery, and the customer understood the steps needed upon receiving the new pump.